Event description:
MFR periodically compares device tracking info the the social security death index for the purpose of updating device tracking data. MFR became aware of pt death during this process and evaluated available info against current procedures. The event did not meet MDR reporting criteria per manufacturer's current procedures. In an effort to obtain additional info regarding pt deaths for summary reporting request, certificate of death was requested, received and reviewed by MFR. Death certificate indicates that pt died in nursing home. Immediate cause of death is listed as diffuse creberal and cerebellar atrophy of between 2 and 3 year duration. No autopsy was performed. It was reported tht the pt experienced a >50% reduction in seizures with the vns therapy. Treating neurologist indicated that there was no relationship between the pt's death and the ncp system. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pt's death. It cannot be definitively ruled out as a factor.